Manufacturer narrative:
(B) (4):results: (cva/stroke, death).

Manufacturer narrative:
(B)(4).

Event description:
It is reported that the previously reported stroke event which occurred approximately 8 months post index procedure was the cause of the patient death.

Event description:
Approximately 8 months post index procedure the patient was rehospitalized at an outlying facility on the evening for complaints of sudden onset of right-sided weakness and speech difficulties, and was discharged following negative findings. One day later, the patient was rehospitalized for a stroke. According to neurology consultation the patient presented to the enrolling facility significantly weaker and unable to speak. The consultation further noted that the patient was found to have significant right hemi-neglect, was globally aphasic, had right-sided facial weakness, and had right arm and leg flaccidity. A head CT revealed complete infarction of the left middle cerebral artery without hemorrhage; atrophy, micro-angiopathic change and encephalomalacia from a prior right posterior parietal infarct were stable. According to the discharge summary an MRI revealed a large acute left middle cerebral artery infarct involving a portion of the frontal, temporal, parietal and occipital lobes. He also had a 9 mm diameter acute infarction in the right occipital lobe and an area of encephalomalacia secondary to old infarction. He had a 2.8 cm diameter old infarction above the body of the right lateral ventricle. A tee revealed no evidence of vegetation on the valves.

Event description:
One endeavor sprint rx drug-eluting stent was implanted in the mid lcx. At 1 month and 6 month follow-up's patient was asymptomatic/free of symptoms. It is reported that a stroke occurred approximately 8 months following index procedure. Cerebrovascular (cva) accident with resultant right hemiparesis, aphasia, aphagia. CT scan revealed total occlusion of left middle cerebral artery. A peg tube was placed for feeding. Patient was transferred to nursing home care until death. Diagnosis was confirmed by a neurologist. Investigator indicated that event was not related to the study stent. It is reported, the patient expired approximately 11 months post index procedure.